Event description:
It was reported, "no bony ingrowth." Patient was revised.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If additional info becomes available, it will be submitted in a supplemental report.